Event description:
I use a phillips bipap. I have continuously lose my ability to inhale and exhale. The bipap was supposed to be recalled but has not ever been replaced. I am trying to get into a doctor to see if they can help.